Event description:
A report was received that the patient was experiencing discomfort at the pocket site after the ipg had migrated. The patient underwent a pocket revision to move the pocket site up. The patient reportedly is doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.